Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure. The surgeon side console (ssc) right grips were not springing back open. The issue was occurring with both universal surgical manipulator (usm) 3 and usm 4. The customer stated when the surgeon closed his finger grips with the right master tool manipulator (mtm), they did not spring back open, and he had to open with his fingers. Intuitive surgical, inc. (Isi) technical support engineer (tse) confirmed that the customer did not see any physical damage or messages on the screen. The customer had another ssc available for use. The customer powered on the second ssc and received a 40024 non-recoverable fault. The customer rebooted the system and the system homed. The customer installed the instruments and continued with the procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer confirmed correct drape placement, repositioned robotic arms, replaced robotic instruments. Issue continued. There was no relevant patient history.

Manufacturer narrative:
Based on the claim against the product by the customer noting surgeon side console (ssc) right grips were not springing back open, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. There was a grips mechanical issue, and the springs would not open. Fse replaced the right master tool manipulator (rmtm) to resolve the issue. The system was tested and verified as ready for use. The rmtm was analyzed, and failure analysis was able to replicate the reported grip failure during calibration. The complaint was confirmed based on failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause of the reported issue is attributed to component failure. This complaint is considered a reportable event due to the following conclusion: the customer converted to another davinci system after the start of the procedure due to the surgeon side console (ssc) right grips not functioning as intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.